Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the broken bower switch occurred due to physical stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the maintenance unit power switch is cracked or scratched. The metal parts of the power circuit (switch electrodes/harness, etc.) Are not exposed. The issue was found during reprocessing. Inspection and testing of the returned device found the front power switch was damaged and had a cracked protective cover with its plastic cap torn off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found 4 feet of suction at the bottom of the unit with weak suction force. The power switch at the front was damaged with a cracked protective cover and the plastic cap was torn off. The air joint unit and connector socket were worn out. An old type of tubing was bent. An old type air pump was recommended to be replaced by new version air pump. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.